Event description:
This pt has a cardiac catheterization. They were admitted to the hosp eight days later with sepsis and pseudoaneurysm of the right groin. Dr asked the nurses to fill out this report because the perclose was used for the catheterization. The pt had debridement of the right femoral pseudoaneurysm 3 days before catheterization and the culture reported methicillin resistant staphylococcus aureus.